Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacing lead impedance was varying with some measurements out of range. The lead is scheduled for replacement. Patient condition is currently good.